Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during bolus. Customer was hospitalized on (B)(6) 2016 with blood glucose of 408 mg/dl. Customer had symptom of difficulty breathing and not feeling well.. Customer was hospitalized due to diabetic ketoacidosis. After customer was released, she continued to receive no delivery alarms. Customer was again hospitalized on (B)(6) 2016 with blood glucose of 486 mg/dl. Customer was hospitalized due to diabetic ketoacidosis, bronchitis and pneumonia. Customer was hospitalized for four days and was wearing insulin pump at the time of hospitalization. During troubleshooting, it was found that cannula was bent. Customer was advised to monitor insulin pump and supplies.